Event description:
The customer reported the unit will not power on. The customer reported they have replaced the batteries with new ones and there was no physical damage to the unit reported. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found no physical damages to the unit. The alarm powers on with batteries and passes functional tests, but if the alarm is moved slightly, in any direction, the nurse call function works intermittently. Note: the instructions for use has a warning statement: do not stretch or strain cable to avoid possible damage and possible malfunction. Do not attach cable to moving parts of the bed or chair that will cause strain or damage if the bed or chair is repositioned. Always position the cable so that moving parts (side rails, wheels, etc) will not cause strain or damage the cable. (B)(4).